Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after disconnecting for a shower and performing a full supply change, with a measured blood glucose of 522 mg/dl that improved after replacing the steel 6 mm infusion set and completing fill tubing and fill cannula steps. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia to 151 mg/dl following troubleshooting. Investigation included technical support review, user-guided troubleshooting, and replacement of the infusion set. Investigation of this case revealed that the event was consistent with interrupted insulin delivery related to the infusion set or site prior to replacement, with blood glucose normalizing after set change. It was concluded that the device functioned as designed after the set replacement and that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.